Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Tandem technical support educated the customer regarding removing the cartridge outside of the load sequence. The customer then experienced an elevated blood glucose (bg) level of 596 mg/dl. Customer went to the emergency room (ER) for assistance and was admitted to the intensive care unit (ICU). Reportedly, the customer does not recall the treatment they received. Customer was discharged from the ICU two days later, (B)(6) 2025 with the issue resolved and no permanent damage.